Event description:
It was reported that t:slim x2 pump battery did not charge despite use of working wall outlet, tandem charging cable and adapter, and additional cables and adapters, and caller also could not upload pump data, although no low power alerts, shutdown alarms, or power source alerts occurred. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, advised customer to let current pump battery fully deplete before return, instructed customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, and requested return of malfunctioning pump using provided prepaid label within 10 days.